Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced discrepancy between reports of settings in carelink personal account and carelink clinic. The customer reported no adverse event. The event involved product(s) mmt-7333. Troubleshooting was performed for general documentation and was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. Product return is not applicable for non physical device mmt-7333.

Manufacturer narrative:
An attempt to reproduce the reported event using the reporting functionality (weekly review report) was conducted by generating reports over a 30day period. The issue was found to be not reproducible. This issue is not confirmed. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the sw requirement document field. After conducting a thorough investigation, it was determined that the observed behavior is expected and is based on report configuration settings. Specifically: units displayed in reports are driven by report settings configuration under the user profile, the setting is configured as exchange (as confirmed via csr) however, the clinic report settings (cua) are configured to display values in grams this mismatch in configuration between user profile settings and clinic report settings resulted in the perceived inconsistency. The most likely cause is lack of user awareness regarding how report units are determined. This was relayed back to the customer. Helpline did not confirm that the above feedback resolved user issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.